Event description:
It was reported that patient was having difficulty charging the implantable pulse generator (ipg). It was noted that the ipg moved from original location and was too deep to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.